Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream tubing guide was found out of specification. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion in the medical surgical care area during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.